Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a low battery issue with the adc freestyle libre 2 reader and she was unable to obtain a reading. On (B)(6) 2021, the customer did not receive a glucose alarm and experienced trembling hands, and subsequently had a seizure, and was unable to treat themselves. The customer was treated by both hcp and non-hcp with 2 syringes of oral glucose and additionally, the customer¿s blood pressure and oxygen saturation were monitored. There was no report of death or permanent injury associated with this event.